Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The electronic flow control (efcv) valve was calibrated to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen or fresh gas flow and the device did not automatically switch to alt o2. There was no patient involvement.